Event description:
In 03/2004, the facility's nurse informed MFR's vascular access specialist of the following: in feb of 2004 (date not specific), the patient was in the hospital for fever and purulent drainage from the valve pockets. The infection protocol was discussed with the acute dialysis staff, with MFR's former territory manager and a copy of the paper was faxed to the facility's staff for the physician. It was later determined that the valves were explanted, and replaced two days later. No further details were available at this time.